Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter. The catheter shaft, pod, and the rest of the device was checked for damage. Under visual examination, a severe kink was noticed in the catheter shaft approximately 72 centimeters from the tip. Functional testing of the device was conducted by connecting it to the jetstream console. When the forward button was depressed, the motor did activate, but the blades did not rotate. Dissection of the kinked area in the catheter shaft showed that the drive coil suffered extreme damage to the point that the rotation of the drive shaft would not activate. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported the device stopped rotating. A jetstream xc atherectomy catheter was selected for an atherectomy procedure in the right femoral. During the procedure when the device was inside the patient, the catheter bound up, stopped working, and stopped rotating. Another of the same device was used to complete the case. There were no patient complications and the patient was fine.